Event description:
The patient's mother reported that her son has suffered from a cannula fracture. The cannula has broken and a part of the cannula stayed in the patient's body. The cannula has been removed during a surgery in the hospital. No further information regarding exact treatment or time spent in hospital was provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.